Manufacturer narrative:
The product was returned for evaluation where product investigation revealed that the device overheated and failed functional tests with blade stall error. Motor/gearbox pn: (B)(4) locked up. Worn out motor failed functional tests; motor date code: 1119 and sn: (B)(4). Motor is over 3 years old. This unit was delivered in (B)(6) 2012 as a service exchange and has succumbed to normal wear and tear. No further investigation is required. (B)(4).

Event description:
It was reported that while using a dyonics powermax elite hand control, heat built up in the device while being used by the surgeon.